Event description:
Rv lead had high impedance leading to loss of capture. Lead was capped and replaced. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.